Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Further analysis revealed the lead presented a subclavicular fracture. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.